Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information that both monitors of the navigation system were flickering and the system needed to be restarted for this to stop. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that computer booted normally to application screen. No flickering or other video output issue were observed during testing. Computer passed all tests. No fault found.

Manufacturer narrative:
Additional information: device manufacture date provided.